Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
Prior to patient contact, the complainant discovered that the distal tip of the introducer was deformed. The complainant also noted that the wire guide could not be inserted during sheath exchange and that the sheath had contact with the puncture site, but not with patient itself. Upon further review of the device, it was noted that the distal edged of the sheath was curled irregularly and did not display a smooth transition to the dilator. However, no adverse effects to the patient have been reported as a result of this product problem.